Event description:
It was reported that when using the bd pyxis medstation system, the auxiliary drawer 5 consistently malfunctioned, resulting in difficult to close it properly. The malfunction occurred when a user tried to dispense medication to the patient without causing any delay or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5 consistently malfunctioned, being difficult to close properly. A field service engineer replaced the slide, reseated all cables and wires, and performed a reboot to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.